Event description:
The patient reported alleged inaccurate low results on pt's one touch basic meter. Patient feels that these results have contributed to pt's kidney deterioration. A comparison perfomed with patient's meter and the lab in 02/2002 indicated results of 7.2 mmol/l (meter) and 16.7 mmol/l (lab). Patient was not experiencing symptoms at the time of the lab test. No specific information regarding kidney dysfunction was reported. Patient's meter was replaced.